Manufacturer narrative:
On 27 january 2016 it was prepared a final report with the information already submitted in the previous reports. On 03 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 30 november the r&d project manager inspected the retrieved item with the following comments: the explanted pe liner was found intact and not worn out, as expected after 1 month from implantation. The anterior lip of the clipping system was found deformed and damaged. This breakage was most likely caused during the explantation of the liner. No elements that could cause patient's pain have been found.

Manufacturer narrative:
On (B)(6) 2015 it was communicated that the event was due to a skin infection. Batch review performed on 27 november 2015: lot 140467: 30 items manufactured and released on 06 march 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, 9 items of the same lot have been already sold without any similar reported issue. To be analyzed.

Event description:
The patient was experiencing pain and swelling in their right. The surgeon washed out the knee and replaced the gmk revision poly insert. The surgery was completed successfully. The poly will be returned. X-rays are not available.